Event description:
Caller reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support ensured the app was paired with the correct pump and confirmed the pump was charging when placed on the pad. The customer was advised to leave the pump on the charger due to it being new, acknowledged the advice, and indicated they would follow up if the issue persisted. The case was closed as the pump was functioning correctly. Upon follow-up pump did not begin charging connection not recognized. Caller does not have different charging supplies they can use. Cts sent replacement tandem cable, wall adapter and charging pad via two day shipping.